Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was syncopal due to vt in the monitor zone. There was no device dysfunction. The monitor zone was reprogrammed to active with atp and cardioversion therapies. The patient was stable.